Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed persistent ¿high¿ glucose readings while paired with a dexcom g7, with verified fingerstick values ranging from 460 to 515 mg/dl and small ketones, followed by patient-performed infusion set and supply changes, hydration, calibration attempts, and temporary disconnection from the ilet with administration of 10 units of subcutaneous insulin by pen; subsequent readings were approximately 158¿163 mg/dl and within acceptable agreement. Symptoms included hyperglycemia with ketonemia. Outcomes included patient self-management without hospitalization. Investigation included review of device performance via remote reports, user assistance with calibration and site change, and assessment of cgm-to-fingerstick agreement. Investigation of this case revealed transient sensor connectivity issues and user-reported stress as potential contributors, with no confirmed device malfunction of the pump or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.